Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported five days post implant that "it appears as if it is acting like it is not working" the patient's spouse also reported that the patient's symptoms were returning similar to what they had experienced prior to receiving the pacemaker. The patient stated that their heart rate was in the forties. They also mentioned that they had lied on a magnetic mattress pad and asked if that could be the reason for their pacemaker "not to be working". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.